Manufacturer narrative:
UDI (di):(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital today for generator change, during the opening of the pocket loss of capture was noted. The dependent patient went asystolic until the lead was connected to psa for support. The patient was in good condition, no adverse effects post procedure.